Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced an inappropriate therapy approximately two years ago due to the right ventricular (rv) lead oversensing noise, high/undefined pacing pacing impedance and increased sensing integrity counter (sic). At the time, the patient did not want any intervention. Patient has changed their mind and has presented for a lead extraction/replacement. An interrogation indicted the rv lead also displayed high thresholds, no capture, and an apparent lead fracture. The lead has been cut and capped and a new lead implanted. No further patient complications have been reported as a result of this event.